Event description:
Ami post ptca/stent. Lab attempted closure to right groin with perclose without success. Femstop applied. Hgb decreased to 12-8.8. CT-retroperitoneal bleed. Dopamine low dose. Treated medically without surgery. Heparin/integrilin.